Manufacturer narrative:
08/18/1998: h6-primary finding of device analysis revealed normal device function, no anomaly found. The device passed 24 hr infusion testing, as well as a 22 day complex continuous testing cycle. The alleged device failure could not be duplicated.

Event description:
Pt experienced first overdose symptoms (somnolence, lack of pain), then withdrawal symptoms (shakes and irritability) when presenting to physician. The pump reservoir contents were aspirated, and found to be less than expected based on telemetry readings. The pt's pain was covered by oral morphine until a device replacement could be scheduled. The pt's symptoms were never worse than those listed above. The device was replaced, and the initil device was returned to the MFR for analysis.